Event description:
It was reported that revision surgery was performed due to dislocation of the oxonium head from the stem. Severe deformity was found and metallosis was suspected in the surrounding tissues.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this patient had a revision on (B)(6) 2019. Reasons for initial implantation is unknown. According to the complaint, the patient has a history of dementia. The patient had two dislocations in which were corrected by a closed reduction. A subsequent fall occurred in which mechanism of injury is unknown. The patient had a second revision in which the oxinium head was removed. It was reported that severe deformity and metallosis was discovered. X-ray shows that the oxinium head is dislocated from the stem with heavy deformity as a result of wear and tissue with significant metal debris. No patient data, operative reports, lab reports were included for review. The extent of the wear of the head indicates that there was metal on metal wear for an extended period. It is unknown if the reported dementia contributed to a delay in treatment and the extensive wear. Pictures of the explanted component and surgical site confirmed the metal staining. It cannot be concluded the root cause of the initial dislocation and its relationship to the oxinium wear. Mal-performance of the device cannot be concluded. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a sizing/ fit issue or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.